Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported.

Manufacturer narrative:
(B)(4). The customer returned one opened kit containing a single-lumen cvc for evaluation. After the sample failed functional testing , the extension line was microscopically examined. A small slit was detected adjacent to the juncture hub. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel , scissors, needle, etc.). The returned catheter contained a small slit in the extension line 3 mm from the juncture hub. The inner diameter of the returned lumen measured to be 1.50 mm which is within specifications of 1.42-1.50 mm per product drawing. The outer diameter of the returned lumen measured to be 2.13 mm which is within specifications of 2.13-2.21 mm per product drawing. This indicates that the wall thickness measured within specifications. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "prepare the catheter for insertion by flushing the lumen." The lumen was flushed using a water-filled lab inventory syringe. A small leak was detected in the extension line adjacent to the juncture hub. A device history record review was performed with no relevant findings. The customer report of a catheter leak was confirmed by complaint investigation of the returned sample. The distal lumen contained one small slit. The slit was smooth and straight, indicating the lumen came into contact with a sharp object (scalpel, scissors, needle, etc.). The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was found leaking during patient use. No patient harm reported.